Event description:
Same case as 2134265-2012-04998. It was reported during an unspecified treatment procedure, deployment issues were encountered. The target lesion was located in the left internal iliac artery. A .035 interlock 2d 8mm x 20cm coil was advanced 90% out of the imager ii catheter and would not advance any further. The .035 interlock coil and imager catheter were removed as one unit. The physician reengaged the left internal iliac with a new imager ii catheter and wire but, however, it was found that no additional coils were needed. No patient complications were reported and the patient's status is okay.

Event description:
Same case as 2134265-2012-04998. It was reported during an unspecified treatment procedure, deployment issues were encountered. The target lesion was located in the left internal iliac artery. A .035 interlock 2d 8mm x 20cm coil was advanced 90% out of the imager ii catheter and would not advance any further. The .035 interlock coil and imager catheter were removed as one unit. The physician reengaged the left internal iliac with a new imager ii catheter and wire but, however, it was found that no additional coils were needed. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the coil was in the lumen of the imager ii catheter. There was dried blood in the lumen and on the outer surface of the catheter. There was no damage to the catheter. An attempt was made to remove the coil from the catheter and was unsuccessful. The catheter was cut 3.5, 5.5 and 9.5 cm from the distal tip to enable the coil to be successfully removed. The coil was stretched and kinked, which likely contribute to the difficulty removing the coil from the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device,if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).